Event description:
During routine testing of the device at the svc center, the svc tech reported an arterial standard reference sensor failure occurred. The monitor was previously returned for a broken printer cover. Since the event occurred during routine testing, there was no pt involvement during this event.

Manufacturer narrative:
Eval in progress, but not yet concluded.